Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis on (B)(6), 2011. The customer's blood glucose levels were out of the glucose meter's range. The customer experienced nausea, vomiting and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The bolus history was empty as the customer had stored the insulin pump without a battery for the past four weeks. The insulin pump passed the prime test, but t he customer didn't have a tubing clamp for the high pressure test. The customer stated that she was hospitalized two more times following the event on (B)(6), 2011. The dates were (B)(6), 2011. The hospitalizations were also due to diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.